Event description:
It was reported that during a breast biopsy, the probe was not getting any suction and there were no samples. Changed probes and completed the case with no consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.